Event description:
Procedure: ventral hernia repair. According to the reporter: the case went fine but upon extubation, the pt coughed violently and tore the repair. Upon re-operation, both sutures and tacks ripped through the mesh, so the mesh had no fixation along one side. The surgeon removed the mesh entirely and placed another piece of mesh, sutured and tacked it into place. The surgeon stated unequivocally that the mesh and fixation were not to blame, and that the pt had been extubated too rapidly. Another protack, pco2520 mesh and suture was used for the re-operation.